Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the device was prepped inside the anatomy. It should be noted coronary dilatation catheters, nc traveler rx, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported complaint appears to be related to operational context. Based on the information reviewed, there is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. (B)(4). The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that on 12/19/2019, a percutaneous coronary intervention was performed on the mid right coronary artery (rca), 90% stenosed lesion. For additional pre-dilatation, a 3.50x8mm nc traveler advanced without unusual resistance to the lesion site. During first inflation attempt, the balloon ruptured at 16 atmospheres (atms). The device was removed without reported issue. It was noted that the device was prepped inside the anatomy. A stent was implanted to complete the procedure. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.